Event description:
It was reported that the company employee's handheld was not completing a hard reset. It was explained that the handheld goes through the alignment screen and when copy/paste is selected to set up an appointment the screen goes blank. It was reported that this has occurred after several hard resets and that the handheld has been charging all night. It was reported that when the handheld is plugged in the power light does not light up. When a hard reset is performed, the power light begins blinking red. Troubleshooting was performed and confirmed that the battery latch was locked and the lock button was not engaged. Holding down the power button did not result in anything. Different power cords were attempted and the battery was checked to ensure it was placed properly. The flashcard was reseated. A new programming system was provided to the employee. The employee's handheld was returned for analysis. Analysis of the handheld was completed on (B)(4) 2013. An analysis was performed on the returned handheld and the reported allegation was not identified. No anomalies associated with the main battery were identified. During the analysis it was identified that the serial cable had an open electrical connection in the power cable. As a result of the open wire connection, the handheld would receive power from the ac adapter intermittently. No other anomalies were identified. Analysis of the flashcard was completed on (B)(4) 2013. No anomalies associated with flashcard software or databases were identified during the flashcard analysis. The flashcard and software performed according to functional specifications

Manufacturer narrative:
Device failure occurre, but did not cause or contribute to a death or serious injury.